Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the fused section near filter during an infusion. The customer states "there were several dates" however no details were given for other specific events therefore, this is the only file. There was no patient harm.